Event description:
It was reported that the patient experienced seven hyperglycemia events on (b)(6) 2026. The high blood glucose level (450 mg/dL) was treated by Correction injection via multiple daily injection (MDI). The set was used two to three hours.

Manufacturer narrative:
MDR 3003442380-2026-57082 / Initial 7 of 7Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380